Manufacturer narrative:
No reagent or instrument issue was identified. The discrepant results are likely due to low titer samples, near the limit of detection (lod) for the liat® test. Near the lod, sample results can be expected to waiver upon retest. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the USA alleged discrepant results for two patient samples tested with the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. On (B)(6) 2022, patient 1's sample generated sars-cov-2 positive, influenza a negative, and influenza b negative results when tested on the liat® analyzer (s/n (B)(4)). The same sample was retested on (B)(6) 2022 with a different liat® analyzer (s/n (B)(4)), which yielded a negative result for all targets. The same sample retested again on (B)(6) 2022 with analyzer s/n (B)(4), and generated sars-cov-2 positive, influenza a negative, and influenza b negative results. On (B)(6) 2022, patient 2's sample generated sars-cov-2 positive, influenza a negative, and influenza b negative results when tested on the liat® analyzer (s/n (B)(4)). The same sample was retested on (B)(6) 2022 with a different liat® analyzer (s/n (B)(4)), which yielded a negative result for all targets. The same sample was retested again on (B)(6) 2022 with analyzer s/n (B)(4), and generated sars-cov-2 negative, influenza a negative, and influenza b negative results. The positive result was reported for both samples. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.